Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined; however, the most likely cause of the reported event can be attributed to the operator¿s technique. The instruction manual gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator (a). Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use (see section 3.3). Does not use if tongs are out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that during a tubal ligation procedure, the falope ring band applicator tore the patient¿s fallopian tube. There was minor bleeding observed that was controlled with cauterization. It was reported that no device fragment fell into the patient. It was reported that a 15 minute delay occurred with the procedure. The intended procedure was completed using cautery. The patient was discharged home the same day.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The falope band kit which included an applicator, 2 ring bands, 1 guide and 1 dilator was returned to olympus for evaluation. The reported event could not be confirmed. A visual inspection was performed under 10x magnification and found the tip free of nicks, scratches or burrs. It was noted that one ring band was still attached to the distal tip of the applicator. The 2 bands were loaded on the applicator for testing. Both bands deployed separately as designed in fire position 1 and 2. The tongs move smoothly in and out of the inner tube. The index trigger moves easily from position 1 to 2 and back again. The cause of the reported event could not be determined as the device functions as intended.